Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. The device was deployed and one needle presented without suture. The physician attempted to remove the device but encountered resistance. The physician continued to manipulate the device until he succeeded in rewiring the vessel and then the device was removed. A second device was inserted for successful closure.